Event description:
Report received of a pt death while the device was in use. In 2005 at unspecified time, the device was programmed in the pca only mode to deliver morphine 1mg/dl, with 1mg/ml, with a 1mg pca dose, a 10 minute pt lockout, and a 25mg four hours limit. The following day at 2000, the pt was reportedly "found expired when the nurse went in to check on them." The pt was defibrllated, and treated with unspecified doses of "epi and bicard." The customer contact reported that the pt was "worked on for 26 minutes" and pronounced deaf at 2026. Reportedly, "the pca has nothing to do with the pt's death," and the device delivered as programmed. The customer contact reported that it is believed that the pt expired from a pulmonary embolism. Though requested, no additional information was provided.